Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-13118. It was reported that the patient presented for generator change procedure due to experiencing a third degree atrioventricular block (av block). During procedure, it was noted that the right ventricular lead insulation was damaged when the lead was removed from the header. Also, it was noted that the right ventricular lead was difficult to remove. The pacemaker was upgraded. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.